Event description:
It was reported that out of range (oor) issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer reported experiencing a high blood glucose (bg) level of over 500 mg/dl that was addressed with a manual correction injection. Cause of high bg was ultimately unknown, though customer alleged being unable to properly monitor bg levels due to oor issues. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for the oor issues; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.